Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiencing high blood glucose. The blood glucose at the time of the incident was 600 mg/dl. The customer state the insulin pump was not receiving the information the meter was sending. The customer did not experiencing symptoms. The customer did not contact their healthcare professional, but does have a backup plan. The customer treated with a manual injection. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer was advised to check the set and noted it was bent. The high pressure test was performed and the pump alarmed no delivery. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.